Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that post-paced t-wave oversensing continued to observe via merlin.net transmission. Device was reprogrammed.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing on ventricular lead was observed. The oversensing was noted on a stored egm. Re-programming the device sensitivity was recommended.